Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that a monofocal lens was implanted in sulcus during a lens exchange procedure. Postoperatively the surgeon did a lasik procedure to fine tune the vision to 20/20. This file is for the left eye.